Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. However, insulin pump received with missing drive support sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 547 mg/dl and current blood glucose was 111 mg/dl. The customer declined troubleshoot for high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap was normal. The customer stated that the drive support cap was flush out. The insulin pump will not be returned for analysis.